Manufacturer narrative:
The pump was received with a constant new software release detected alarm, followed by a failure of flash memory alarm, due to a problem isolated to the mother board. Unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime, off no power, operating currents and excessive no delivery tests due to the alarms. Unable to confirm the low battery alarm and history anomaly due to the alarms. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.